Event description:
The customer reported that the sys would not expose while using motorized movements. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.